Event description:
A report was received stating the inflation line of a tracheal tube was broken at the pilot balloon connection which made it difficult to inflate the cuff. There was no patient involvement. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).